Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that from (B)(6) the craniotome device had a bent tip. The event was not reported to have occurred during surgery. The reporter stated that they did not know how the tip got bent. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the neuro tip was drilled into and bent. It was determined that the device did have a fracture or a piece missing. It was further observed that the cause of the device malfunction was consistent with failure to follow the directions for use. Thus, when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr device in compression. At that point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. When the drill device was started, the burr drilled into or through the neuro tip. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.